Event description:
It was reported that after the unit had been used on a pt, as they put the unit on a trolley, the tip of the unit broke. Further, no adverse consequences were reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.